Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation/valve leak and/or damage: observed an opening on valve bond edge assessed as an unidentified (tear) opening. ¿ visibility/palpability: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "rupture", change in size/shape. Healthcare professional later reported hole on valve side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: left side "rupture" of a saline device.

Event description:
Healthcare professional reported left side "rupture", and change in size/shape. Device remains implanted.